Manufacturer narrative:
(B)(4). (Exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 07dec2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 15/feb/2018 and inspection of the unit was performed on 15/feb/2018 where the quality control inspector found the following: insertion tube gauge/dig at stage 2. Passed dry leak test. Lightguide prong cover glass set loose. Passed wet leak test. Distal cap missing silicone. Hole in # 1 remote control button cover. Light carrying bundle distal cover glass middle scratched. Customer complaint confirmed. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. This scope was traded in to pentax and converted to a loaner, new order ((B)(4)) was opened to complete the repair process. MDR 9610877-2018-00066 was filed to address this findings. Parts replaced: bending rubber, adjusting collar, operation channel, deflector operating wire, air/water tube, o-rings and seals, distal case/cap, segment attaching screw, ud pulley assy, rl pulley assy, segment staycoil assy imp-c/pb-free, staycoil collar, segment assy attaching screw, insertion flexible tube, deflector body link, o-ring(0.5x1.3).